Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer also reported that the insulin pump had a crack on the battery compartment. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 19 mg/dl at the time of call. The customer stated that she was already off the insulin pump prior to the call. The customer stated she was wobbly and might have had bumped the insulin pump. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.